Event description:
The disposable laoding unit was used with an disposable instrument. Reportedly, the staples did not form properly. The surgeon used another cartridge to complete the procedure. No pt injury was reported.

Manufacturer narrative:
3/21/97-supplemental report #1 submitted to FDA. Add'l data entered in d9. Device evaluation indicated and codes entered in h3 and h6.